Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kits were reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A delivery complaint was received regarding a replacement of an adc device which initially was due to a webform complaint of a device detachment. As a result, on (B)(6) 2022, the customer experienced nausea and the customer was seen by a doctor who found the customer¿s blood glucose of ¿120-130 mg/dl, and the customer was diagnosed with gastroenteritis. The customer went to the emergency room where they were admitted and treated with insulin and an IV for hydration. The customer was also diagnosed with diabetic ketoacidosis (dka) and no further treatment was reported. No further information was provided. There was no report of death or permanent injury associated with this event.